Manufacturer narrative:
Reasonable attempts were made to obtain further information from the user facility for the reported event including patient information, patient skin type, sun exposure, and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Calibration was found to be within acceptable limits. The reported issue was not duplicated by the technical expert. A review of subject device operator manual found the following instructions: warning - immediately cease use of the laser if the touchscreen becomes unresponsive, or if the trigger fails in the pressed state. Deactivate the laser either by pressing the emergency stop button or turning the laser keyswitch to the off position. After waiting one minute, turn the keyswitch to the on position. If the laser remains unresponsive, do not use the laser; contact your local lumenis service representative. Failure to following device operating instructions is determined to be the probable cause of the event reported.

Event description:
It was reported that a patient sustained a second degree burn to the legs following hair removal treatment with a lightsheer duet laser. It was further reported the touch screen was unresponsive during treatment.